Event description:
It was reported that noise and oversensing leading to pacing inhibition was observed on the right atrial (ra) lead. The noise was reproducible with isometric movements. Imaging confirmed the ra lead was fractured. The ra lead was successfully explanted and replaced. The patient's generator was replaced electively. The patient was stable before, during and after the procedure and was discharged the following day.